Event description:
It was reported that on (B)(6) 2013 a motor stall occurred due to the patient having an MRI. The pump was interrogated post MRI and motor stall recovery was verified. The reason for the MRI was not provided. There were no patient symptoms or injuries related to the event. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).